Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that although reprogramming was performed, the issue of intermittent undersensing was still observed. Further programming changes were recommended.

Event description:
It was reported that via a merlin.net transmission, intermittent undersensing and oversensing due to myopotentials was noticed on the discrimination channel. No therapies were inhibited or delivered to the patient. The device will be tested for noise. The patient will be monitored.

Event description:
New information notes the device was reprogrammed.